Event description:
The band was removed due to a micro gastric perforation, gastric erosion and an abcess which was infraphrenic perigastric intermesenteric. The pt was reported to be non compliant with diet regime. The pt was discharged following the band removal.

Manufacturer narrative:
Date sent: 12/12/2008. Info anticipated, but unavailable at this time.